Event description:
Patient failed left implant with metallic synovitis, left hip joint, due to recalled asr implant. A revision of the left total hip replacement was performed. As well as a full synovectomy of the left hip joint for synovitis.